Event description:
It was reported by the patient that an inappropriate dose of insulin was delivered due to incorrect cgm values. The patient reports finger stick values did not align to the cgm reading on the pdm. Due to the incorrect bg level on the cgm, the patient delivered the wrong insulin dosage and fainted. The paramedics were called the patient received glucose and toast for treatment. The omnipod 5 operated as intended based on the information received from the cgm.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided. The case has been reviewed and the corresponding intake call. The customer reported that the finger stick bg did not align to the bg shown on the pdm. The omnipod 5 pdm displays the value sent by the cgm and then suggests/delivers insulin based on the cgm value. Based on the available information, the omnipod 5 operated as intended, no malfunction. The patient obtained attention from first responders, however, the event was treated with carb intake. The patient did not require transport, treatment and no further intervention was required. The omnipod 5 user guide states, "warning: always be aware of your current sensor glucose value, trust how your body feels and do not ignore symptoms of high and low glucose. Even though insulin delivery adjusts automatically in automated mode, with the goal of bringing your glucose level to your defined target glucose, severe hypoglycaemia or hyperglycaemia may still occur. If your sensor glucose values do not match your symptoms, always check your blood glucose using a bg meter and consider treatment and/or sensor calibration if necessary. Always switch to manual mode if you feel you are receiving inaccurate sensor glucose values. Erroneously high sensor glucose values can cause excessive insulin delivery, leading to severe hypoglycaemia, seizure, loss of consciousness or death. Erroneously low sensor glucose values can cause prolonged insulin suspension, leading to hyperglycaemia, dka or death. If you are having symptoms that are not consistent with your blood glucose readings and you have followed all instructions described in the instructions for use, contact your healthcare provider." This complaint has been forwarded to dexcom for their awareness.